Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicon potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing and the conductor wire was exposed. The conductor wire insulation was damaged, and the wire was fully broken. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had frayed wires. There was no report of patient involvement.